Manufacturer narrative:
The customer did not return the meter and the test strips for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The meter and the test strips were requested for investigation. The products have not been received at this time. If the products were returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 the patient had a meter result of 2.4 inr while the laboratory result was 1.9 inr. The patient's warfarin dose was changed based on the laboratory result. The user facility runs controls monthly on coaguchek xs plus meter. The patient's therapeutic range was not provided.